Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested the graphical user interface (gui) printed circuit board (pcb) be replaced.

Event description:
It was reported that during patient use, the 840 ventilator screen became blank when the doctor was changing the mode of ventilation. The patient was transferred to an alternate ventilator with no harm.